Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
Customer reported via phone call, the insulin pump had a blank screen. The customer's blood glucose was 17 mmol/l, has been treating with manual injections since thursday. Customer stated the device screen went blank without any warning. The device was not dropped and doesn't recall any significant events that may have caused the issues. Customer attempted to resolve the issue by inserting new batteries. Customer has left the batter out since friday and the display would not return. Customer was advised the device needed to be replaced and agreed to return it for analysis.